Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/fluid obstruction; (B) (4) full lead.

Event description:
The stylet was not able to be inserted into the lead during the implant procedure. It was not used. The device was not implanted. No patient complications have been reported as a result of this event.